Event description:
It was reported that during a procedure to remove the right ventricular lead, the left ventricular lead and right atrial lead became dislodged. The lead were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.